Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead trend and shock impedance had been fairly stable, in the 110-120 ohm range, for the past year. However there was a recent alert for a high out of range shock lead impedance measurement of approximately 126 ohms. The health care professional (hcp) reported that the most recent shock lead impedance measured approximately 117 ohms and the pacing impedance was stable. It was reported that the patient would continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead was returned severed 62mm from the terminal pin. The proximal segment was only returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The clinical observations could not be confirmed by analysis of the lead segment that was returned.

Event description:
Additional information reported indicated that the patient passed away due to complications of chronic obstructive pulmonary disease, unrelated to the lead issue.